Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power. It was noted that the battery compartment was cracked and there was moisture visible inside the compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/19/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box data showed one cs 128 replace battery alarm and several pump reboots. The returned battery cap threads were found to be damaged/stripped and the cap was unable to maintain electrical connection with the pump. The returned battery cap contact height measurements were found to be out of the required specifications; battery cap contact width measurements were within the required specifications. A test battery cap secured to the pump and maintained electrical connection. The battery compartment was found to be cracked along the side, extending from the threads to the case seal. Moisture corrosion observed inside the battery compartment. A leak test was performed and a leak was found at the battery compartment crack. The pump was exercised for 24 hours using the test battery cap with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump or within the power circuit. The intermittent power issue was duplicated with returned battery cap.